Event description:
Related manufacturer reference number:3006705815-2024-01821. It was reported during an ipg replacement procedure on (B)(6) 2024 (related manufacturing reference number:3006705815-2024-01732) diagnostics revealed high impedances on both leads. As a result, the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.